Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted to treat pelvic organ prolapse, stress urinary incontinence, cystocele and rectocele. It was also reported that following insertion the patient experienced pain, urinary problems, recurrence and other injuries. Additionally, on (B)(6) 2009, boston scientific solyx sis system was implanted. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is also reported that the patient had sloyx sis system implanted on (B)(6) 2009. No clarifying information provided. It is further reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.